Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger product ID 97745 lot# serial# (B)(6); product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), analysis performed on [product ID: 97755, serial/lot #: (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they have had equipment replaced already, but now the past 2 weeks they have been having the same troubles over and over again. Pt clarified they had been seeing system problem rm06 when charging, and the screen wasn't every time, but they could charge fine one day, and then the next two they would get rm06. Pt also said they got a message about the battery pack when charging, so they put in aa batteries, but was not able to charge with them. Pt then said their recharger (rtm) had no wires showing, but the paddle and box of rtm (occasionally controller would get a little warm) would get really hot while charging and burn their skinso they would have to take rtm away (pt confirmed talking about hot sensation, did not actually burn their skin). Pt also checked controller port, but did not see any damage. Pss consulted with repair and an email was sent to the repair department to replace the rtm. When consulting with repair, repair indicated pt's repeated equipment issues may point to pt not plugging/unplugging rtm correctly or carefully, so pss reviewed recharging best practices with pt in regards to rtm. The patient mentioned unrelated medical history including pt was disabled so they did not drive, just rode along with their husband on the road. Pt reported the controller freezes with and without the recharger (mentioned particularly on 'looking for a device'). Pt encountered "software problem 1-intellis 2-3.6 3-45 4-qte_arm" and a message with "batteries". Pt stated they used both batteries they have and they have problems with both. Pt reported no obvious damage inside the battery compartment. A replacement controller was sent out.